Event description:
Customer reported that the alarm has power, but when the magnet is removed, there is no alarm tone. The customer tested the voice, voice and tone and tone only but the problem persist. The customer confirmed that the volume was on high. The alarm was tested with new batteries. No cracks on the case reported. No signs of corrosion or leakage detected. No pt incident or injury was reported.

Manufacturer narrative:
Eval codes: results (other): eval of the returned product found power to the unit but no alarm tone when the magnet is detached from the unit. An in-house magnet was used yielding the same results. The unit was also tested with an external power supply and the 9v ac adapter, both with the same results. Note: posey instructions for use has a statement: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).